Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's parent report tht the patient woke in the middle of the night complaining they did not feel okay. The patient started to seize due to hypoglycemia and the patient's father injected the patient with glucagon (gvoke hypoen) and gave them baqsimi nasal spray. The patient's parent was not able to check a finger stick while the patient was seizing but stated the cgm was displaying 70 mg/d/l. After treatment, the patient felt better. The patient's bg was checked with a finger stick after treatment and their bg was in the 120-160 mg/dl range. It is unknown what the cgm was displaying during this time. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.